Manufacturer narrative:
The company representative was able to confirm (via event log review) and replicate the reported system message (sm) code and cutting issues. To address the ¿sm,¿ the fluidics module was replaced and to address the ¿cutting issue,¿ the vitrectomy valve component was replaced. Following this, the system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. The root cause of the reported ¿sm¿ is attributed to a nonconforming fluidics module. The root cause of the reported ¿cutting issue¿ is attributed to a nonconforming vit-valve component. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system exhibit cutter failure and displayed system message. The issue was resolved after replacing the fluid module. The patient impact has not been provided.